Event description:
A (B)(6) female pt called zoll customer support for help downloading. Upon reviewing download data zoll customer support determined service code 107 and can connection status flags. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 107 and can connection status) was confirmed. Upon eval, the trunk cable connector was cracked with intermittent connection failures. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the cracked trunk cable connector. The pt received a replacement electrode belt.